Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Dentsply sirona became aware of a serious injury with an implant due to a malfunction of abutment that occurred while using the xive implant system. This report is for the dental implant device. The dental abutment device report has been submitted separately. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
It was reported that a patient experienced a dental implant removal due to an abutment fracture.